Event description:
The following has been reported: brock pump sn (B)(6) reported on (B)(6) 2024 software version 5.9.1.201 at start up, began alarming and alarm could not be cleared. Red light indicators on both channels. Per nurses, screen did not give an alert but instead said "2ml/hr" despite the pump not being programmed yet. Initially pump did not respond to hard power reset. It took multiple attempts by the nurse to fully power down. Alarm did not recur when powered back up. Pump was not infusing. No patient harm. Preliminary evaluation of the logs showed the following: clinical application failure due to sw anomaly that introduced race condition an active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The root cause of the problem is a concurrency issue. The annunciation of the tubing set problem alarm halts flow. Likewise, the annunciation of the tubing set problem alert occurs when the administration set is loaded, and therefore the device is not delivering fluid. The anomaly results in the malfunction of the clinical application component of the lvp-sw which in turn will result in a moderate delay of therapy hazard. Anomaly affects only starting or resuming delivery of an infusion in specific circumstances related to a damaged administration set. The anomaly has been addressed with the installation of lvp sw version 5.9.2. Fresenius kabi will continue to monitor complaint trends to verify effectiveness.